Event description:
According to the reporter, during procedure, the device handle remain blocked and difficult to open prior inserting in the trocar. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.